Manufacturer narrative:
Updates: block b5: describe event or problem. Block h6: device codes. Block h6: patient codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence that lead to the discovery of the erosion at the cuff site. The cuff was explanted, the tubing was capped, and the balloon and pump remained implanted. There were no additional patient complications reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to cuff erosion. The cuff was removed and the tubing was capped. There were no additional patient complications reported.